Event description:
It was reported that two pyrenees non-tapered torque drivers broke, and the pyrenees torque limiting handle was suspected to be out of calibration intra-operatively. The procedure was completed successfully without surgical delay. No adverse consequences occurred. This record captures the pyrenees torque limiting handle.

Manufacturer narrative:
A visual inspection was performed and no issues were found. A functional inspection was performed which confirmed that the torque limiting driver was off calibration. Device history records were reviewed for the corresponding lot and no relevant issues were identified. Device was manufactured in mar-2011 and was 10 years old at the time of the reported event. Complaint history record review was performed for this lot, and no similar complaints were identified. Initial report states that two drivers fractured and that the associated torque limiting driver may be off calibration. A functional inspection was performed on the torque limiting handle and found the handles torque limit to be out of spec. Torque limit was found to range from 38.219 to 42.921 in-lbs, with an average of 39.773 in-lbs, n=4. Acceptance criteria is 20.0 +/- 2.0 in-lbs. The most recent torque inspection was performed in aug-2018, 3 years prior to event. The most likely cause of the reported event was determined to be due to the device age and time since previous calibration inspection (over 3 years).

Event description:
It was reported that two pyrenees non-tapered torque drivers broke, and the pyrenees torque limiting handle was suspected to be out of calibration intra-operatively. The procedure was completed successfully without surgical delay. No adverse consequences occurred. This record captures the pyrenees torque limiting handle.